Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02199, 1627487-2022-02200, 1627487-2022-02201. It was reported that patient underwent surgical intervention on (B)(6) 2022 in which their system was explanted due to inadequate pain relief and discomfort at the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.